Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.